Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that event code "16" and the following associated message was displayed to the user at 20:52pm on (B)(6) 2021: final concentration threshold for ethanol exceeded; processing quality may be compromised-1 run(s) remaining. Replace least pure ethanol station, bottle 8"; and event code "18" with the following associated message was displayed to the user on two (2) occasions at 19:07pm on (B)(6) 2021: "cannot run protocol; final concentration threshold for ethanol exceeded. Replace least pure ethanol station, bottle 8." Bottle 8 (ethanol) was not in contact with the corresponding sensor for approximately eleven (11) seconds at 19:07pm on (B)(6) 2021, which is not sufficient time to replace the reagent; and the station properties for bottle 8 (ethanol) were reset, with a user affirming in the graphical user interface (gui) that the ethanol concentration in bottle 8 was to be set to the default value of 100% at 19:07pm on (B)(6) 2021. The properties of the reagent in bottle 8 prior to these user actions were recorded in the instrument logs as: ethanol concentration=77.0%, cycles=115, cassettes= 5795, days= 47. Although a user affirmed in the gui that the ethanol concentration in bottle 8 (ethanol) was to be set to the default value of 100% at 19:07pm on (B)(6) 2021, the actual ethanol concentration would have remained unchanged at 77.0%, because bottle 8 (ethanol) had not been removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 8 with an ethanol concentration of 77.0% due to the use error when replacing the reagent in this bottle, would have been used for first time in the final dehydration step of the "factory 4hr xylene standard" protocol started in retort a at 19:08pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was identified by the complainant. The quality of processing of patient tissue samples from 21 subsequent processing runs, which either started or completed between (B)(6) 2021, would also have been adversely impacted because the reagent in bottle 8 (ethanol) was used for the final dehydration step in these protocols. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the patient tissue samples, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in the sub-optimal processing of patient tissue samples reported by the complainant. Investigation of this complaint found that the instrument functioned as designed during execution of the "factory 4hr xylene standard" protocol started in retort a at 19:08pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was identified by the complainant; and a further 20 protocols which either started or completed between (B)(6) 2021, from which the quality of processing of patient tissue samples would have been adversely impacted. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred at 19:07pm on (B)(6) 2021. The facts indicate that a user did not complete manual replacement of the reagent in bottle 8 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual when event codes indicating that a protocol could not be run because the final concentration threshold for ethanol had been exceeded, were displayed. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor (B)(4) and the following information was documented: "dry tissue" started on (B)(6), affected small size specimens, multiple runs, no errors no further info available, customer was not willing to do anything." On 08 december 2021, leica biosystems (B)(4) received the following information from the assigned leica field applications specialist-core histology in relation to the patient impact/outcome for the cases involved in this event: "the customer initially reported to the engineer and myself that everything was okay with tissue processing off of their instrument."